Manufacturer narrative:
(B)(4). The sample underwent further analysis. The study did not identify a blue fluid mass; however, brown material in the y-site was identified and determined to be a mixture of sodium chloride and sodium lactate. An assignable root cause was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Device evaluation: one actual sample was returned to the manufacturing plant for evaluation. The primary set sample arrived out of the pouch spiked into the (B)(4) 1000ml solution bag. The (B)(4) secondary set arrived attached to the first y-site of the (B)(4) primary set. Initial visual inspection did not show any blue or discolored y-sites or tubing. Closer visual inspection under a microscope showed a small dark blue fluid mass in the first y site. This dark blue fluid mass appeared to be between the gland and the housing of the y-site. Therefore, the reported condition was confirmed. An assignable root cause was not determined.

Event description:
(B)(6) notified baxter corporate product surveillance of an unknown baxter tubing set in which the tubing turned an aqua blue color after an ofirmev vial and a lactated ringer were administered. According to the report, the unknown primary set was administering the lactated ringer to the patient. The ofirmev was added as a secondary infusion. The pharmacist noticed the color change when the ofirmev was added to the primary line. The patient was immediately disconnected. Therefore, no patient injury, adverse events, or medical intervention occurred. No additional information is available at this time.